Event description:
Report received indicated pt experienced a red rash six months previous due to fecal leakage. The rash began under the mass and has expanded under the adhesive border. Pt started using paste to caulk the area, improving the seal. Pt has experienced increased rash severity since that change was made. Pt outcome was not reported.

Manufacturer narrative:
Event date: unk. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.